Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm set-up, the customer reported that the thermogard ivtm system (B)(4) displayed mid:09 (air trap assembly). The customer did dried out the sensors on the air trap but issue persisted. No patient involvement.

Manufacturer narrative:
Correction h4: the manufactured date of the thermogard ivtm system listed in the initial MDR report was incorrect, the correct manufatured date is 01 feb 2016. The thermogard ivtm system (sn (B)(6)) was evaluated by a zoll service personnel at the customer site. The reported complaint that the thermogard ivtm system displayed mid:09 (air trap assembly) error message was confirmed during functional testing and based on the review of the system's event log data. The root cause of the reported complaint was due to a defective temperature sensor, likely to either a defective component or wear and tear. The thermogard console was manufactured in february 2016 and is over 5 years old, has reached its expected service life of 5 years. Unrelated to the reported complaint, observed a broken pump lid on the thermogard ivtm system during visual inspection. The physical damage observed was likely due to mishandling. The pump lid was replaced to address this issue. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages. Thus, confirming the reported complaint. The system failed initial functional testing as the thermogard console displayed a mid:09 error message upon powering up, thus, confirming the reported complaint. The root cause for the reported mid:09 error was determined to be the defective temperature sensor, and it was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).